Event description:
The customer reported that following a diagnostic catheterization in 1999, a vasoseal es was deployed. Approx one week later the pt developed claudication and entered the hosp and was given thrombolytics. A thrombectomy was performed and then another surgical procedure. The surgeon retrieved what he described as a "collagen plug" from the lumen of the common femoral artery. However, the pathology report does not positively identify the material removed from the artery as collagen. No further complications were reported.